Manufacturer narrative:
Review of the software logs confirmed cold pixels phenomenon during the second and third trajectories. The alleged malfunction could not be disproved. Although no deaths or injuries have been associated with this report, this event is being reported as the alleged malfunction may be likely to cause or contribute to a serious injury if it were to recur should the malfunction compromise the visualization such that the physician ablates in unintended areas.

Event description:
During a tumor ablation procedure of a cavernoma, a second trajectory was performed when cold pixels occurred at the very end of the trajectory. After releasing the foot pedal to end the second trajectory, cold pixels diminished. Cold pixels were also seen at the end of the third trajectory. The patient did not experience any adverse effects from this event and the cavernoma was successfully treated.